Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 99% stenosis, slight calcification and moderate tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 99% stenosis, slight calcification and moderate tortuosity. Inherent risk of procedure ¿ (stent deformation); device not returned for evaluation. Unknown - unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
No abnormalities noted during device inspection and preps before the operation. Physician was attempting to deliver 1 resolute integrity drug-eluting stent with guideliner to a slightly calcified lesion in the rca with 99% stenosis and moderate tortuosity but resistance was noted and the device failed to cross the lesion. When the device was removed, it was noted to be deformed (the mounted stent was changed to flared shape). The physician stopped using the relevant device and used another device as replacement to complete the operation. There was no adverse event to the patient. The device will not be returned for analysis.